Event description:
It was reported that the pump touch screen had a delayed response. There was no reported impact on the customer¿s blood glucose level. The customer declined further follow-up with technical support, and additional information about any corrective actions or outcomes was not available.